Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2018. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on july 02, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the audiologist, the patient experienced infection, erythema and an abscess at the implant site. Subsequently, the patient was hospitalised on (B)(6) 2018 and the abscess was drained. The patient then reportedly developed (B)(6) infection and the patient was administered IV and oral antibiotics. As of june 18, 2018 the patient has been released from hospital and is receiving 6 weeks of IV antibiotics. The patient will continue to be clinically managed by their healthcare provider.